Manufacturer narrative:
B5 additional information was received and d6 updated. E1 added initial reporter phone number as they were omitted from the initial report that was submitted.

Event description:
Additional information was received stating that the patient was explanted.

Manufacturer narrative:
The cause of the temporary pump stop was not determined since no product was returned, insufficient clinical details were provided, and insufficient data logs were available.

Manufacturer narrative:
Additional information: the following information was received: unfortunately, the pump got discarded when patient got a transplant overnight last week.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the pump stopped after console transfer and after previous console error. There was no patient harm. This report is for the pump stop on the impella 5.5 an additional report will be sent for the console.